Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product inspection reveals that the dry mixing has not been done before the vacuum. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be related to handling error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During preparation of the bone cement, the monomer would not dispense into the cylinder. Another device was used to complete the procedure without significant delay or patient injury.